Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit & hemoglobin result on patient. There was no patient information at the time of this report. The customer reported that the lab director at the facility reviewed the case and does not believe an investigation is necessary. However, there is no rationale at this time for the statement. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/20/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.